Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to at least one of the cables breaking. Heterotopic ossification and trochanteric bursitis was noted.